Event description:
A dreamstation bipap autosv device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed. If any additional information is received, a follow-up report will be filed.